Event description:
During surgery, the surgeon noticed that the cap that locks the sleeve in place was cracked. He said that because the cap was cracked he was having a hard time keeping the two piece sleeve for the lag screw to tighten up when twisting the cap. The surgeon also noticed that there was a crack on the proximal portion of the gamma targeting arm close to where the nail attaches to the targeting arm.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation conclusion: the returned devices do match the report, and the events were confirmed. The review of the risk assessment for the failure modes indicated the issues were addressed adequately as no discrepancies were identified, therefore no corrective actions were deemed necessary at this time. A review of the inspection records for the reported knob did not indicate any discrepancies. No deviation was found during function test performed; although damaged, the returned device is fully functional. The root cause of the reported issue is related to rough handling contributed by the (old) design of the device. The development of a new targeting sleeve with integrated clamping function (combination of sleeve and knob) resulted in a new device (gamma3 speedlock sleeve). Starting already in july 2009, the speedlock sleeve has been available to all markets. The former targeting sleeve and the knob are phased out.

Event description:
During surgery, the surgeon noticed that the cap that locks the sleeve in place was cracked. He said that because the cap was cracked he was having a hard time keeping the two piece sleeve for the lag screw to tighten up when twisting the cap. The surgeon also noticed that there was a crack on the proximal portion of the gamma targeting arm close to where the nail attaches to the targeting arm.